Event description:
It was reported that there was no image on the video scope. The issue was found during preparation for use and there were no report of patient harm.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was not confirmed. However, minor scratches on distal edge and cracks on side of vc were found. Based on the results of the investigation and the information provided in the complaint, a root cause was not identified. A device history review was completed, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.